Manufacturer narrative:
Date received by manufacturer: 19sept2019. Date of report: 19sept2019. This report was submitted in error. V60 plus is not sold in the united states of america. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/19/2019.

Event description:
The customer reported that the unit does not run on battery and that the unit is indicating a problem with the battery. There was no patient involvement.